Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost power after new batteries were installed. Customer indicated that he did not receive a low battery alert prior to no power. Customer's blood glucose was 125 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for battery out and alarms were received and troubleshooting assisted in clearing the alarms. The customer was advised to monitor pump and to call back if any further issues.